Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided for evaluation. Data investigation could not confirm an alarm issue with the device on (B)(6) 2025. The probable cause could not be determined. Additionally, on (B)(6) 2025 the user experienced inaccurate cgm values as the cgm read 66 mg/dl at (B)(6) 2025 2:33 am and fs read 118 mg/dl at (B)(6) 2025 2:34 am. Inaccuracy is 44.06 percent with a point difference of 52. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified alarm issue with the device occurred. No information was provided on sensor insertion date or location. No cgm or bg values were specified. The pediatric patient had a seizure and ¿ended up in the hospital.¿ although requested, no other information was provided. It could not be determined with information provided the duration of the hospital stay. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.